Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the air from the device was not deflated completely during cuff test. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag contained in an open unit pack. The sample returned is a 37fr. Further examination of the returned unit shows a section of both cuffs have a wrinkled appearance. An attempt was made to inflate the tracheal cuff but the cuff failed to remain inflated. The sample was leak tested under water and leakage was detected from the tracheal cuff body. Further examination of the tracheal cuff using the microvu shows a small clean cut slit in the cuff measuring 0.49mm in length. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. Visual examination of the bronchial cuff shows a bulge on the side of the cuff. The bronchial cuff was inflated and inflated without any issue. Further examination of the bronchial cuff shows a bulge on one side of the cuff. The single wall thickness of the cuff was measured away from the damaged area and found to meet our specifications. The most probable root cause of the damage to the tracheal cuff is contact with sharp utensil or object. The most probable root cause of the damage to the bronchial cuff is the cuff was overinflated. The instructions for use (IFU) states the following "various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used. Do not overinflate the cuffs. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Over inflation can result in tracheal or bronchial damage, rupture of cuffs with subsequent deflation or distortion of cuffs leading to herniation which may cause airway blockage." If information is provided in the future, a supplemental report will be issued.